Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose was 77 mg/dl and 194 mg/dl within 10 minutes, with a difference of 77%. Patient did not experience any adverse events. No further information has been reported.